Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a medical procedure and thinks the ins was turned off for the hospital stay. Since then, the patient tried to charge and the ins won't charge and the caller thought the battery was dead. The caller mentioned that the patient possibly wanted the ins removed. The patient noticed that they couldn't charge on an appointment on (B)(6) 2018, but also said the patient tried to charge unsuccessfully prior to that appointment. No symptoms or further complications were reported.